Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog #unk, unknown zimmer head, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to elevated cobalt levels and osteolysis of the proximal femur. During surgery, a pseudo tumor was removed.

Manufacturer narrative:
Other device used: catalog #00902603603, versys femoral head, lot #60847645 . The head and stem were returned for review. Device history records for the lot codes associated with the reported devices were reviewed. No deviations or anomalies were noted in the manufacturing process. The returned head and stem were dimensionally evaluated. The dimensions conformed to print specifications where measured. Corrosion debris was noted on the femoral head and stem trunnion interface. The reported devices are used for treatment. The head and stem were used an approved and compatible combination. Adherence to rehabilitation protocol and relevant medical history are unknown. Review of the complaint history indicated no prior complaints for the part-lot combinations for the head and stem. Scanning electron microscope images confirmed the presence of debris on the femoral head taper. Energy-dispersive spectroscopy (eds) elemental analysis of the debris on the head taper surface was performed. The debris on the head taper primarily consisted of elements carbon, oxygen, aluminum, silicon, phosphorous, titanium, chromium, cobalt and molybdenum. This is consistent with the common element breakdown of the black debris found in corrosion events. Eds of the base material indicated it was consistent with cocrmo. A definitive root cause for the reported condition cannot be determined with the information provided.